Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced an infected aortic valve and due to vegetation on the valve and the possibility of the infection being present. This crt-p was explanted along with existing leads during the removal of the infected valve. There was no replacement and will not be available for returned. No additional adverse patient effects were reported.